Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 75% stenosed, moderately calcified lesion in the moderately tortuous right coronary artery (rca). After placement of a non-abbott guiding catheter and a non-abbott guide wire, pre-dilatation was performed with a 2.5mm non-abbott balloon dilatation catheter (bdc). The 2.5x18mm xience xpedition stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy and the sds shaft kinked. During removal of the sds, resistance was met with the patient's anatomy and upon withdrawal the sds tip was noted to be flared. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Additional pre-dilatation was performed with a non-abbott bdc and a 2.5x20mm non-abbott stent implant was deployed to successfully complete the procedure. There was no additional information provided.